Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter breakage. Ultrasound was performed on the patient in an attempt to locate a broken portion of the device which may have become embedded within the patient. The following information was provided by the initial reporter: the indwelling needle was checked for the condition of the indwelling needle because the application site of the indwelling needle was curled and there was blood oozing. The inspection found that there was no tube (1cm) exposed in the indwelling needle, so it was suspected that the tube was broken into the patient's body, and color doppler ultrasound and radiographs were performed on the patient. No broken tube was found in the patient's body and the patient had no other abnormal feeling; and find another 1cm hose under the patient bed. It was found that the indwelling needle application on the patient's right hand had been edged, a small amount of blood leaked from the puncture mouth, the indwelling needle was exposed and there was no needle entry hose. Immediately, the patient was checked and asked whether there was pain in the puncture mouth and the hose was found to be residual. The patient said that he did not know that the indwelling needle had come out, so he immediately reported to the head nurse, the head nurse, and the doctor of the tube bed. After the doctor communicated with the patient and his family, the right deep vein color ultrasound and dr chest anteriography were performed, and the examination results on the same day were normal.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 22ga x 1.00in. Insyte autoguard unit. A segment of catheter tubing appears to be separated from the adapter therefore the reported issue was confirmed. The damaged catheter would likely contribute to the reported leaking. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter breakage. Ultrasound was performed on the patient in an attempt to locate a broken portion of the device which may have become embedded within the patient. The following information was provided by the initial reporter: the indwelling needle was checked for the condition of the indwelling needle because the application site of the indwelling needle was curled and there was blood oozing. The inspection found that there was no tube (1cm) exposed in the indwelling needle, so it was suspected that the tube was broken into the patient's body, and color doppler ultrasound and radiographs were performed on the patient. No broken tube was found in the patient's body and the patient had no other abnormal feeling; and find another 1cm hose under the patient bed. It was found that the indwelling needle application on the patient's right hand had been edged, a small amount of blood leaked from the puncture mouth, the indwelling needle was exposed and there was no needle entry hose. Immediately, the patient was checked and asked whether there was pain in the puncture mouth and the hose was found to be residual. The patient said that he did not know that the indwelling needle had come out, so he immediately reported to the head nurse, the head nurse, and the doctor of the tube bed. After the doctor communicated with the patient and his family, the right deep vein color ultrasound and dr chest anteriography were performed, and the examination results on the same day were normal.